Event description:
During ultrasound guided breast biopsy of the left breast, after specimen were obtained an attempt at leaving a clip was made with securmark for atec - stainless steel biopsy site marker - ref # smark-a-1312-ss-2, lot 31605097a. The device was not seen under imaging guidance nor in the tissue samples.